Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate anti-tachycardia pacing (atp) therapy due to lead noise. Noise was not reproduced with pocket manipulation. Possible inhibition of pacing due to oversensing noise was noted. A clavicular crush or a connector issue was suspected. Both lead and device were replaced.

Manufacturer narrative:
The reported noise and inappropriate therapy were confirmed in the laboratory via review of the electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined.